Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. It was noted that ble issue was resolved via an in-person interrogation, and the application was repaired via troubleshooting steps provided by technical services. There were no patient consequences reported.